Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date approximate. Year valid. See regulatory report 3004209178-2018-16092 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient had not been feeling that well on and off for the past few weeks. The caller stated the patient had been trying to get off some of his medication. The caller stated the patient had been going on and off the medication and could not say the patient felt perfect too much. The caller stated they were told it took a few years for swelling in the brain to go down. The caller had made an appointment with the managing physician. No further complications were reported or anticipated.